Event description:
As reported, during ivtm therapy, the thermogard console (sn (B)(4)) displayed an unknown alarm message. Restarting the console did not resolve the issue. Another console was used to continue the therapy. No consequences or impact to patient.

Manufacturer narrative:
The thermogard console was evaluated at the customer site by a zoll service representative. The reported complaint of "the thermogard console (sn (B)(4)) displayed an unknown alarm message" was confirmed during event log review but not during functional testing. Based on the event log review, the unknown alarm message observed by the customer was a mid:16 (software) error message. The root cause of the mid:16 error message was due to the entries on the patient event log being full, likely due to the user error. To remedy this issue, the event log was cleared. Per thermogard tgxp operation manual, the thermogard console advises the user to download or delete patient data before proceeding with the new patient treatment. No physical damage on the thermogard console was observed during visual inspection. The thermogard console passed the initial functional test without any error or fault. Following service, the thermogard console passed all testing criteria.